Event description:
The pacing system was implanted on (B)(6) 2020. Reportedly, during a follow-up performed on (B)(6) 2021, some episodes recorded in the device memory on (B)(6) 2020 showed noise oversensing at 125 ms on the ventricular channel with different episode durations. The physician considered that the noise could have resulted from electromagnetic interferences (emi). Review of the provided patient files revealed that some episodes showed simultaneous noise oversensing on both atrial and ventricular channels. In addition, loss of ventricular capture is suspected. Based on preliminary analysis, the origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data. The episodes recorded on (B)(6) 2020 most probably resulted from strong electromagnetic interferences (emi).

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2020. Reportedly, during a follow-up performed on (B)(6) 2021, some episodes recorded in the device memory on (B)(6) 2020 showed noise oversensing at 125 ms on the ventricular channel with different episode durations. The physician considered that the noise could have resulted from electromagnetic interferences (emi). Review of the provided patient files revealed that some episodes showed simultaneous noise oversensing on both atrial and ventricular channels. In addition, loss of ventricular capture is suspected. Based on preliminary analysis, the origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data. The episodes recorded on (B)(6) 2020. Most probably resulted from strong electromagnetic interferences (emi).

Manufacturer narrative:
D3 - g1 corrected. Microport crm was notified on 7 july 2021 that a re-intervention was performed on (B)(6)2021 to replace the associated ventricular lead. Proper device operation was observed upon connection of the pacemaker to the new ventricular lead.

Event description:
The pacing system was implanted on (B)(6) 2020. Reportedly, during a follow-up performed on (B)(6) 2021, some episodes recorded in the device memory on (B)(6) 2020 showed noise oversensing at 125 ms on the ventricular channel with different episode durations. The physician considered that the noise could have resulted from electromagnetic interferences (emi). Review of the provided patient files revealed that some episodes showed simultaneous noise oversensing on both atrial and ventricular channels. In addition, loss of ventricular capture is suspected. Based on preliminary analysis, the origin of these non-physiological signals is unknown. It could be located at lead(s) level, connection(s) level or pacemaker level; none of them can be confirmed with available data. The episodes recorded on (B)(6) 2020 most probably resulted from strong electromagnetic interferences (emi).